Manufacturer narrative:
It was reported that on (B)(6) , a hair was found in pack, due to this, the case was rescheduled because there was not additional supplies to complete the case. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Hair in pack.